Event description:
Customer's friend reports customer tested with blood glucose result of 120 mg/dl while using the advantage system. Friend reports she left the room for a minute and came back and he had collapsed and was out of it for 10 minutes. Friend called paramedics, tested customer on their meter with result of 41mg/dl and treated customer with ginger ale and glucose tabs. Customer felt better 30 minutes later. No quality controls were run during the call. A request was made for return of the suspect product and a replacement was sent.